Manufacturer narrative:
Actual suture pieces were returned and evaluated. "Ftir" analysis determined the pieces were similar to dexon; however, "dsc" data analysis suggested the material is not dexon. Therefore, co is unable even to determine if the material in question is a sherwood product. No lot info was provided, so no lot history could be reviewed. Dexon is an absorbable suture. Co is unable to pursue this complaint further. Co is unable to positively identify the suture.

Event description:
Customer reports, on january 16, 1998 the pt underwent a spinal lumbar laminectomy (with dural opening). On february 11, 1998 the pt was readmitted and underwent a second surgery due to a spinal fluid leak. The dr reports, a "large gap existed in the dura" and the sutures used to close the deep fascia, muscle and dura layers were no longer intact. Dexon ii was used to close the fascia and muscle tissue. Prolene (mfg by ethicon) was used to close the dura and was also found not be intact upon reoperation.